Event description:
A 2.5 mm x 8 mm endeavor resolute rx coronary stent delivery system was inserted in the patient to treat an unknown lesion. The lesion morphology was reported to be calcified. The lesion was pre-dilated. The physician advanced the delivery system to the lesion site deployed the stent. It was reported that upon removal of the delivery system, the catheter shaft broke 5.5cm from the hub. The device has been returned and its analysis is pending. No clinical sequelae were reported and the patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Conclusions: (lack of info, device analysis pending).